Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(6).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor breast implants and suffered symptoms of breast implant illness (unspecified). No device issue such as rupture was reported, and the date of onset was not provided. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is not known if the patient's implants are gel or saline devices, and the devices will be reported as saline initially. A supplemental report will be submitted if any additional information is received. This report is for the right prosthesis.